Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 10 seconds, the balloon ruptured vertically at the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.